Event description:
The customer reported that a falsely elevated enhanced estradiol (ee2) result was obtained on a patient sample on an atellica im 1600 analyzer. The initial result was reported to the physician(s). The sample was reprocessed on an alternate atellica im 1600 analyzer. The reprocessed result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated ee2 result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated enhanced estradiol (ee2) result was obtained on a patient sample on an atellica im 1600 analyzer. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is evaluating the event.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2026-00068 on 31-mar-2026. Additional information (03-apr-2026): siemens has concluded the investigation for the issue reported by an outside the united states (ous) customer regarding observation of out-of-range quality control (qc) results and elevated atellica im enhanced estradiol (ee2) result, which was discordant relative to repeat testing. Siemens reviewed the instrument data, and the information provided by the customer. At the time of the event, the ee2 calibration was valid, however, following the calibration qc results began to show increased variability and imprecision. Preventive maintenance was performed on the analyzer, followed by recalibration of the ee2 assay using fresh calibration material. After recalibration, assay precision was verified and a patient comparison study was completed with acceptable results. Review of auto check data for analyzer, during the event timeframe, indicated wash probe vacuum values were at the upper limit of the acceptable range, along with excessive separation between probes. More recent auto check data demonstrated improved vacuum performance. Review of recent ee2 qc data showed consistent acceptable recovery. The cause of the reported event could not be definitively determined. However, qc and patient sample replicates run after service and recalibration produced expected results. The customer is fully operational. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.